Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo, 90% stenosis in the mid right coronary artery. Reportedly, during post-dilatation, the nc trek was inflated at 18 atmospheres for 10 seconds. When attempting to remove the nc trek from the patient anatomy, the nc trek could not be pulled into the guiding catheter. The balloon was inflated and deflated several times, but could not be pulled into the guiding catheter to be removed as a single unit. The physician pulled the nc trek hard and it was removed from the patient anatomy. An unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Due to the condition of the catheter the reported difficult to remove was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.